Event description:
It was reported the patient¿s implantable neurostimulator (ins) was eroding at the pocket site. The patient was scheduled for surgery on (B)(6), and the doctor would determine at that time if the device could be relocated to the abdominal area or if it would be explanted. Additional information received reported the doctor removed the patient¿s left ins, cut part of the extension and removed. It was noted the pocket was cultured and a staph culture was taken at the connection site. A drain was placed at the pocket site and the patient was closed. It was noted the patient would be re-implanted at a later date. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that both the ins and the extension were explanted. It was noted that the patient was recovering and that the pocket was believed to be infected.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), explanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4: )additional information reported by a healthcare professional (hcp) reported the hcp said the patient's last infection was 3-4 years ago.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was later reported that there was an infection. The implantable neurostimulator (ins) was replaced due to infection. The ins was removed 3 months prior to this report. It was unclear if both sides were affected. There was a 3 month healing time before implanting the left side and activating. It was noted that the right side was implanted but at the time of this report there was no lead connected. An activa sc was implanted the week prior to (B)(6) 2013.